Event description:
Patient c/o new on set of knee pain, denied any injury or trauma to the knee. Exam completed in 2007 and felt to be a hardware failure. Surgery scheduled and completed five days later. Brief exam of the hardware at removal identified that the tibial hinge base was fractured and noted to have a slight bow.